Manufacturer narrative:
Report date: 26may2021. There was no patient involvement.

Event description:
It was reported that the device displayed device backup alarm failure. The customer reported there was no patient involvement at the time the issue was discovered. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced the replace cpu board to resolve the reported issue. Unit passed required performance verification tests per philips standards and was put back into service.

Manufacturer narrative:
Upon further investigation, the issue was found during the testing, which is outside clinical use and presents no direct patient harm. Therefore this complaint no longer meets reportability requirements.